Manufacturer narrative:
(B)(4): eval results and conclusions: previously implanted stent in the iliac artery.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. There were two iliac bare metal stents implanted approximately seven years ago. It was reported upon removal of the delivery catheter, the physician pulled the quick disconnect and while pulling the device back, the nose cone of the device was caught inside of the bifurcated stent graft (diameter was 8mm-9mm in diameter) that had been implanted inside of the previously deployed bare metal stents, the iliac limbs were not crossed. The physician stated that the previously deployed bare metal stents decreased the diameter of the stent graft. The physician disassembled the handle and used a pair of wire cutters to cut the graft cover and grabbed the hypo tube with a pair of clamps, while a reliant balloon was inflated on the contralateral side; the physician pulled the nose cone out. The bifurcated stent graft remained correctly placed. The delivery system was discarded by the user facility. No clinical sequelae were reported and the pt is fine.